Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had "leakage through the middle hole tap, it seems to be damaged". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7300648 was reviewed, no related abnormalities were found. Material number 383667 for lot 7300648 was manufactured november 2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, a sample was provided for the purpose of aiding our quality engineer's investigation, the sample was subjected to leakage testing but the results were unable to identify the reported failure mode. Unfortunately the root cause for this complaint could not be determined at this time, due to the inability for bd's engineer to replicate the issue. Investigation conclusion: root cause is indeterminate.

Manufacturer narrative:
Previous MDR supplemental incorrectly reported the sample was not returned and evaluated. However the sample was returned and evaluated. Device returned to manufacturer:yes; device evaluated by manufacturer: yes. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture:yes.

Event description:
It was reported that bd nexiva closed IV catheter system had "leakage through the middle hole tap, it seems to be damaged". No serious injury or medical intervention reported.